Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis were not reported. On an unreported date in the same month as the receipt of this report (reported as ¿from the last fifteen days¿), the patient began treatment with unspecified antibiotics (doses, frequencies and routes not reported). The patient was not hospitalized for the event. No further information was provided regarding if dianeal/extraneal therapies were ongoing. No additional information is available.